Event description:
My (B)(6) mother was using her medline shower bench, that we purchased in (B)(6) 2021, and it began to collapse. The legs began to splay on one side, and she began to fall. She caught herself with the shower bars and was able to lift herself up off of the collapsing bench. I tried to return the bench to (B)(6), but they don't take returns after 30 days from the purchase. I was told to contact the manufacturer. The bench was rated for 300 lbs. And my mother weighs approximately (B)(6) lbs. You can see in the photos that the metal legs bent at the center connection. I contacted medline and emailed them photos. They sent a shipping label and had me return the intact bench to them. I received an email that stated the bench was defective. They issued a check for a refund of the purchase price only. FDA safety report ID # (B)(4).